Event description:
A review of service data detected a reportable event. Upon servicing charger sn (B)(4), the charger was unable to power on. The last patient to use this charger did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of charger sn (B)(4) has been completed. Upon investigation, the battery charger was unable to power on. Upon service investigation there was no input signal from the pld (programmable logic device) u1003 to the led driver on the ca board, which prevented the charger from powering up. The root cause for the defective u1003 component could not be positively identified. No adverse event resulted from the shorted pld. The last patient to use this charger did not report any deficiencies.